Event description:
It was reported, the patient was having their implantable neurostimulator (ins) replaced with a different model because they thought it was infected but at the time of report it sounded more like the ins was too big for the patient and was causing issues. It was later reported the patient¿s ins was replaced and the patient was doing fine and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37751 lot# serial# unknown, product type recharger product ID 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead (B)(4).

Event description:
Additional information reported indicated that the ins (implantable neurostimulator) was not infected and that size was not a factor. Five days later it was reported that the pocket was having trouble healing and closing so it was thought best to change the ins to minimize the chance of infection.